Event description:
The customer reported erroneous hyb-prostate-specific antigen (psa), free-psa, and testosterone, for multiple patients, involving the access 2 immunoassay system. The customer noted the results did not correlate with the patients' clinical picture and noted patients with historically elevated psa results obtained values of zero. The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. The customer noted qc was within range at the beginning of the day.

Manufacturer narrative:
The customer declined service and performed troubleshooting. The customer replaced the probes on the system, discarded all onboard reagent packs, performed a passing system check, recalibrated all assays, and performed all levels of quality control (qc). All results were within the laboratory's established ranges.